Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and autoimmune thyroiditis ('hashimoto's hypothyroidism') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had problems placing one coil and had to pull it out and make another attempt" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included vertigo, nasal discharge, sore throat, joint swelling, constipation, memory loss, hypothyroidism and perineal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced polyp ("polyps"). In (B)(6) 2012, the patient experienced endometrial thickening ("abnormal thickening of uterine lining"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes/hot flashes") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced feeling abnormal ("nuero condit/prob-barin fog"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), headache ("headaches"), nausea ("nausea,") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced sleep apnoea syndrome ("sleep apnea"), 2 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal distension ("gi conditions"). On (B)(6) 2017, the patient was found to have adrenal adenoma ("adrenal adenoma") and experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced tooth fracture ("dental problems-broken,cracked molars"). In may 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced depression ("psych injury/depression"), stress ("stress") and anxiety ("anxiety"). On (B)(6) 2019, the patient experienced vision blurred ("vision probs") and lacrimation increased ("watery eyes"). In (B)(6) 2019, the patient experienced skin lesion ("rash/skin condition"), rash vesicular ("red blister") and pruritus ("itchy skin"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed"), hypersensitivity ("hypersensitivity"), hypothyroidism ("hypothyroidism"), carpal tunnel syndrome ("carpal tunnel"), arthralgia ("joint pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)-(B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, autoimmune thyroiditis, genital haemorrhage, dysmenorrhoea, skin lesion, hypersensitivity, hypothyroidism, depression, fatigue, abdominal distension, alopecia, tooth fracture, hot flush, headache, nausea, weight increased, vision blurred, feeling abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, stress, anxiety, rash vesicular, pruritus, migraine, endometrial thickening, sleep apnoea syndrome, adrenal adenoma, lacrimation increased, carpal tunnel syndrome, polyp, abdominal pain, arthralgia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adrenal adenoma, allergy to metals, alopecia, anxiety, arthralgia, autoimmune thyroiditis, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypersensitivity, hypothyroidism, lacrimation increased, menorrhagia, migraine, nausea, pelvic pain, polyp, pruritus, rash vesicular, skin lesion, sleep apnoea syndrome, stress, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on or around 40995 discrepancy noted in removal detail. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nauseous, headache, fatigue, hair loss, depression, anxiety, sleep apnea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), autoimmune thyroiditis ('hashimoto's hypothyroidism') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), hypothyroidism ("hypothyroidism"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea,"), visual impairment ("vision probs") and nervous system disorder ("nuero condit/prob") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, autoimmune thyroiditis, genital haemorrhage, dysmenorrhoea, dermatitis allergic, hypersensitivity, hypothyroidism, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased, visual impairment and nervous system disorder outcome was unknown. The reporter considered alopecia, autoimmune thyroiditis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypothyroidism, nausea, nervous system disorder, psychological trauma, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on or around "40995." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events were added: dysmenorrhea (cramping), dyspareunia, gen. Abnormal. Bleed, rash/skin condition, hypersensitivity, hashimoto's hypothyroidism, psych injury, fatigue,gi conditions, hair loss, dental probs.,hormonal changes, headaches, nausea, nuero, condit/prob, vision probs, weight gain, plantiff did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and autoimmune thyroiditis ('hashimoto's hypothyroidism') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had problems placing one coil and had to pull it out and make another attempt" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included vertigo, nasal discharge, sore throat, joint swelling, constipation, memory loss, hypothyroidism and perineal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced polyp ("polyps"). In (B)(6) 2012, the patient experienced endometrial hyperplasia ("abnormal thickening of uterine lining"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced hot flush ("hormonal changes/hot flashes") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced feeling abnormal ("nuero condit/prob-barin fog"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), headache ("headaches"), nausea ("nausea,") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced sleep apnoea syndrome ("sleep apnea"), 2 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal distension ("gi conditions"). On (B)(6) 2017, the patient was found to have adrenal adenoma ("adrenal adenoma") and experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced tooth fracture ("dental problems-broken,cracked molars"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced depression ("psych injury/depression"), stress ("stress") and anxiety ("anxiety"). On (B)(6) 2019, the patient experienced vision blurred ("vision probs") and lacrimation increased ("watery eyes"). In (B)(6) 2019, the patient experienced skin lesion ("rash/skin condition"), rash vesicular ("red blister") and pruritus ("itchy skin"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), genital hemorrhage ("gen. Abnormal. Bleed"), hypersensitivity ("hypersensitivity"), hypothyroidism ("hypothyroidism"), carpal tunnel syndrome ("carpal tunnel"), arthralgia ("joint pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)-(B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, autoimmune thyroiditis, genital hemorrhage, dysmenorrhoea, skin lesion, hypersensitivity, hypothyroidism, depression, fatigue, abdominal distension, alopecia, tooth fracture, hot flush, headache, nausea, weight increased, vision blurred, feeling abnormal, vaginal hemorrhage, menorrhagia, allergy to metals, stress, anxiety, rash vesicular, pruritus, migraine, endometrial hyperplasia, sleep apnoea syndrome, adrenal adenoma, lacrimation increased, carpal tunnel syndrome, polyp, abdominal pain, arthralgia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adrenal adenoma, allergy to metals, alopecia, anxiety, arthralgia, autoimmune thyroiditis, carpal tunnel syndrome, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, feeling abnormal, genital hemorrhage, headache, hot flush, hypersensitivity, hypothyroidism, lacrimation increased, menorrhagia, migraine, nausea, pelvic pain, polyp, pruritus, rash vesicular, skin lesion, sleep apnoea syndrome, stress, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on or around 40995. Discrepancy noted in removal detail. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nauseous, headache, fatigue, hair loss, depression, anxiety, sleep apnea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs receive- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, depression, stress, anxiety, red blister, itchy skin, migraines / headaches, sleep apnea, adrenal adenoma, watery eyes, carpal tunnel, polyps, joint pain and pelvic pain were added. Event hormonal imbalance was updated into hot flashes, psychological injuries was updated into depression, allergic rash was updated into skin lesions, neurological disorder nos was updated into feeling abnormal, vision problem was updated into vision blurred, gastrointestinal disorder was updated into abdominal distension, dental problem was updated into tooth fracture. Reporter information and medical history was added.previously reported event "genital hemorrhage" seriousness criteria (medically significant) was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.